Manufacturer narrative:
There was no adverse event associated with this complaint. The pump was returned to animas for evaluation. Evaluation revealed a broken force sensor pin. During evaluation, the pump dispensed all the fluid from the cartridge during the load step.

Event description:
Evaluation revealed a broken force sensor pin.